Manufacturer narrative:
Device received with pillowing keypad overlay. No missing reservoir tube o-ring. Test reservoir lock properly inside the reservoir tube. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was damaged. The customer¿s blood glucose level was 140 mg/dl at the time of the incident. Customer stated the reservoir unable to lock in. The pump will be returning for analysis.